Manufacturer narrative:
Correction: b5 updated. H3: hardware analysis confirmed the reported issue. The balloon had burst longitudinally. The burst traveled the length of the balloon and terminated at the proximal balloon cone and distal sleeve respectively. H6: code a041001 (1504) no longer applies to the event.

Event description:
During treatment of a brachiocephalic fistula (bcf), the balloon burst at 21 atm during first inflation. This was the second balloon which burst during the same procedure. Additional information received indicated the balloon was prepped per indications for use. The reported issue occurred in a venoplasty procedure. The target vessel had moderation calcification (approximately 30%). There was no impact to patient outcome.

Manufacturer narrative:
During the same procedure reported in MFR report #: 3005994106-2022-00007, a second balloon was used after the initial balloon burst. This report is to document the second balloon used, also burst at 21 atm. There was no patient harm and the patient was later discharged home.

Event description:
Balloon burst at 21 atm, another balloon was used. Same size, same location. Burst at 21 atm also